Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. A 3x48mm xience xpedition drug eluting stent (des) was implanted in the target lesion in the lad, after which a dissection was noted. A 3x18mm xience xpedition des was then implanted to treat the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.